Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via email air bubbles anomaly inside the reservoir. Customer's blood glucose level was over 400 mg/dl. Troubleshooting for air bubbles anomaly was performed. Customer called and advised that the size of the air bubbles are the same as the pinpoint of a ballpoint pen. Customer was advised to allow the reservoir to reach room temperature to avoid air bubbles. Customer advised they receive air bubbles every month. Customer was advised that a replacement reservoir will be sent out and they agreed to return the reservoir for further analysis.

Manufacturer narrative:
Evaluated three random sealed reservoirs, performed pre-fill test to reservoirs and passed per inspection. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. No air bubbles noted.